Event description:
It was reported that the user experienced a persistent restart alert identified as alert 65, indicating the audio alarm was not audible, despite multiple restarts and a full battery, and a replacement ilet was arranged. Symptoms included no reported adverse clinical effects, and blood glucose was reportedly not impacted. Outcomes included the user planning to contact a healthcare provider for backup therapy options. Investigation included customer service troubleshooting and confirmation of device details. Investigation of this case revealed a suspected device malfunction related to the audio alarm function necessitating device replacement. It was concluded, based on previously established findings for similar reports, that the cause was an equipment malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.